Event description:
Dealer called stating that the back hinge to allow seat to fold down allegedly snapped.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model ct7a, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1167484 rev a (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the back hinge that allows the seat to fold down has allegedly snapped in the middle of the taper. Replacement part on (B)(4). No injury alleged.